Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 596 mg/dl at the time of the event. Troubleshooting was performed. The total amount of basal and bolus delivery did not match what was recorded in the history files. Nothing further was reported.